Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 800 pro synchron clinical system generated erroneously elevated triglyceride (tg) patient results. Repeat testing produced lower results. The initial erroneous results were reported out of the laboratory, but the customer indicated that there had been no report of patient consequences. The customer provided a total of 117 patients' results obtained during the period of (B)(6) 2013. This report documents the patient results obtained for 62 patients on (B)(6) 2013. The patient results obtained on other days of the reported period are documented in the below listed reports: 2050012-2013-00238, 2050012-2013-00239, 2050012-2013-00249.

Manufacturer narrative:
Beckman coulter field service engineer (fse) visited the customer's site on (B)(4) 2013. The fse replaced wash collars, cuvette wash probes, and mixer paddles to resolve the issue. The fse performed carryover and precision tests and obtained acceptable results.